Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies and the alarm reoccurred. The customer's blood glucose (bg) level was 426 mg/dl and a bolus of insulin was delivered to address the bg level. A cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be functioning as expected. The cannula was removed and no damage was noted. The customer thought that perhaps the location of the infusion site may need to be changed.